Event description:
Baxter ncc representative in another country, received report from customer indicating that blood cells were leaking from the plastic spike connection on this set. The problem occurred during patient use.

Manufacturer narrative:
The actual device has been discarded by the customer. No evaluation can be performed. Review of complaint hishtory reveals no similar issues for this product code.